Event description:
Healthcare professional reported "due to increased risk of bia-alcl¿. Healthcare professional later reported capsular contracture baker grade unknown. This record is for the left side. The device was explanted and replaced. A capsulectomy was performed.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade unknown. Clarification to d4 and h4: currently, the manufacturing date and expiration date of the device is not known.

Event description:
Healthcare professional reported "due to increased risk of bia-alcl¿. Healthcare professional later reported left side capsular contracture baker grade unknown and rupture. The device was explanted and replaced. A capsulectomy was performed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed one opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. As per the investigation procedure creases, non-penetrating nicks and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d9 h3 h6.

Event description:
Healthcare professional later reported left side implant was ruptured.